Manufacturer narrative:
Bci hotline advised the customer to empty the waste bottle and clean up the spill using making sure the personal use personal protective equipment. A bci field service engineer (fse) found the instrument had been pushed over the drain waste line. Fse moved the drain line, which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a cta hydropneumatic waste bottle leak. No injury was reported.